Manufacturer narrative:
Age at the time of event: 18 years and older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-01917. It was reported that a vessel perforation occured and a rotawire remained inside the vessel. A 90% stenosed target lesion was located in a moderately tortuous and severely calcified left anterior descending artery. A 330cm rotawire and wireclip torquer and a 1.75mm rotalink plus was used for a percutaneous coronary intervention to treat the target lesion. During procedure, a non bsc guide wire was used to cross the proximal end of the left anterior descending artery and observed the target lesion with an ivus catheter. The guide wire was then changed into a floppy rotawire using a non bsc microcatheter and inserted a rotablator to the ostial of the left anterior descending artery. After the ablation was started, it was noted that the rotablator was noted to have penetrated through the vessel and was further confirmed through angiography that the contrast media leaked outside the vessel. A non bsc perfusion balloon was used to stop the bleeding. The rotablator and he rotawire were removed, it was noted that the rotawire was separated and remained inside the vessel. The physician attempted to remove the retained device and stop the bleeding by performing a surgical procedure. The procedure was not completed due to the event and the patient was presently being monitored.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device returned was broken into pieces, part#1 (proximal section and the largest one) which a kink was observed; part#2 (distal end of the body); and part#3 (a small section of the distal end of the body and the spring). Outer diameter measurements were taken on the three pieces and all the outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.. (B)(4)

Event description:
It was further reported that the device was removed surgically and however, a part of the rotawire still remained around the aortic valve of the patient.

Manufacturer narrative:
Patient's date of birth: (B)(6) 1941. Updated device evaluated by MFR.: the returned device was sent for external analysis (mtac laboratory) to determine the fracture failure mode. The mtac laboratory noted that wire 1 presented bending overload and a final reverse bending as mode of wire failure. Wire 2a presented multidirectional/rotational bending fatigue as mode of wire failure. Wire 2b presented partial mechanical cut followed by cycling bending fatigue as mode of wire failure. Wire 3 presented mechanical cut as mode of wire separation. No two wire failure sites presented similar dimensions and morphology, therefore no match among any two samples were determined. (B)(4).

Event description:
It was further reported that the patient died. In addition, the lesion measured 30mm in length and the vessel diameter was 3.0mm. A non bsc microcatheter and guide wire were disengaged during insertion of a 330cm rotawire and wireclip torquer. The non bsc microcatheter was re-inserted and the rotawire was noted to wave a little however it was not noted that the rotawire was separated at the ostial of the left coronary artery. A non bsc angiographic catheter was also used during angiography. Furthermore, it was noted that the spring tip of the rotawire did not came in contact with the burr and the physician kept the burr rotating when the device was advanced or retracted. The rotation speed was set at 180,000 rpm. Snaring was done to retrieve the detached wire but the rotawire separated more so then surgery was performed however was unsuccessful. The detached wire remained at the aortic valve. A non bsc balloon were utilized after the procedure. The patient was placed in percutaneous cardiopulmonary support device and intra aortic balloon pump. The patient was observed however a decrease in cardiac function occurred and the patient died.